Event description:
Complainant alleged that the autopulse li-ion battery appeared to be fully charged; however, when placed into the autopulse resuscitation system, the device would not turn on. Operator placed the li-ion battery back into the multichemistry charger which indicated that the battery was fully charged, however the platform would still not turn on. There was no report of any patient involvement. Manufacturer has requested additional details, however no further information has been obtained.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.